Manufacturer narrative:
Additional patient identifier: (B)(6). The 510k: this report is for an unknown quantity of unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left wrist-arthrodesis along with a thumb cmc (carpometacarpal) arthroplasty on (B)(6) 2017. Radiographs taken on (B)(6) 2017 in the clinic during a follow-up showed breakage of one (1) of the distal screws in the left wrist plate, but maintained alignment across the arthrodesis site. After examination, the surgeon allowed the patient a release to return to work without restrictions starting the next day. During a post-operative follow-up on (B)(6) 2018, the surgeon realized that the patient had swelling distally at the distal extent of the plate and the extensor tendons to the index and long finger run right over the site of the swelling. The patient also was starting to get some discomfort with resisted finger extension. Radiographs taken on the same day showed atrophic nonunion of the patient¿s left wrist arthrodesis with screw breakage and loss of fixation distally. The distal portion of the plate was also realized to be quite prominent, both on radiographs and clinically. This is when the patient decided to undergo a revision arthrodesis with iliac crest bone graft. The surgeon believed that the patient was fully compliant. The patient medical records showed that an unknown quantity of screws broke, but the patient reported a total of three (3) screws broke. On (B)(6) 2018, the patient underwent the revision surgery. During this surgery, the surgeon identified that almost all the screws attached to the previously implanted wrist fusion plate were broken at the screw head-neck junction. Three screw shafts were reported to be retained in the patient¿s metacarpal. Two of these were removed using a needle driver to back them out manually. The plate was also removed. Inspection of the attempted wrist arthrodesis site showed nonunion with gross motion throughout the site, particularly after the hardware removal. The patient was then reportedly revised to one (1) competitor¿s 2.5 mm trilock total wrist fusion plate with five (5) gold 2.5 mm cortex bone screws and eight (8) blue 2.5 mm locking screws. The surgery was completed successfully without any complications. The patient was reportedly taken to the recovery room in a stable condition. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity unknown), lcp wrist fusion standard bend plate (02.110.150, lot h259228, quantity 1). This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.